Manufacturer narrative:
There was no button response due to corroded keypad traces. The insulin pump was received with a minor scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a unresponsive keypad. The customer's blood glucose level was 121 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.